Event description:
It was reported by the rep that the devices were used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon was using a 511nt with a 1seal for her working port in the case. The surgeon dissected the triangle of calot and applied clips with an er320 to the duct and artery and began to remove the gall bladder using the dcs32 shears with trocar/shears/and 1seal. It was noted that there were numerous gouges on the insulation shaft of the shears. The trocar and shears were replaced to complete the case. No adverse consequences to the patient occurred. All of the products came from the lap chole kit fnc48.